Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the customer was in emergency room due to high blood glucose and insulin pump had power loss alarm. Customer's blood glucose value was 800 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. Customer stated they did not receive a low battery alert prior to the off no power alert. Customer stated the battery was previously used. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Additional information of hospitalization details and auto mode has been received which was not included with the initial report. The information has been included with this report.

Event description:
It was reported that customer was hospitalized on (B)(6) 2020 at about 3pm due to high blood glucose and ketones. The customer's blood glucose level was 800 mg/dl. It was reported that insulin pump stopped working in the middle of the night and battery went out about 2am and it was dead until 3pm. It was reported that customer was in preliminary emergency room and then was taken to the hospital emergency room. The customer's high blood glucose treated with intravenous fluid. It was also reported that auto mode feature was not active and they were using manual mode. The customer was treated for the high blood glucose and released sometime in the night on (B)(6) 2020.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. No unexpected low battery alarm noted. However, insulin pump trace download analysis confirmed the insulin pump alarmed power loss alarm, replace battery alert or replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm, replace battery alert, replace battery now alarm due to connector resistance electrical board 1. After disconnecting and reconnecting the internal battery connector on electrical board 1, the insulin pump was monitored and functioned properly. Insulin pump received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratched lcd window. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the weight has been changed to 0075.